Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Consequently, accurate investigation, evaluation and conclusions are not possible. Per manufacturing records review the product met specifications upon release to distribution. No further actions pursued at this time.

Event description:
It was reported that during the ligament reconstruction arthroscopy procedure the biorci-ha screw broke, all the pieces were removed from the patient. Patient with good quality bone. No patient injury was reported.